Event description:
It was reported that during a lapaparoscopic colon procedure, the instrument cut but did not staple. No further information is available. The case was completed with a similar device with no patient consequence.